Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported that a pt presented with an "angry red" wound at an unspecified time following lower back surgery. Additional info was requested; no further info was received.